Event description:
It was reported that a patient underwent a robotic ventral hernia repair procedure on (B)(6) 2014 and mesh was implanted. The mesh was delaminating when it was inside the patient. A second like device was opened. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.